Event description:
During the cardiomems implant procedure, the physician was unable to unable to advance cardiomems delivery catheter into the rv and the patient began coughing blood; the procedure was aborted. No treatment was given for the hemoptysis. The patient's vital signs remained stable, and the patient was admitted obtaining a cxr and cta.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.